Manufacturer narrative:
The complaint investigation for false non-reactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 76481be01. Device history record review did not show any nonconformances, potential nonconformance, or deviations associated with the likely cause lot number and complaint issue. In-house sensitivity testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp for lot number 76481be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative architect syphilis tp results generated on the architect i2000sr processing module for a 63-year-old male patient for a patient that had lumbar spine surgery. Sid (B)(6), initial result = 0.94 s/co, repeat result = 0.96 s/co, rpr = negative, tppa result = positive, and mindray result = > 1 s/co (>1 indicating reactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative architect syphilis tp results generated on the architect (B)(6) processing module for a 63-year-old male patient for a patient that had lumbar spine surgery. Sid (B)(6) initial result = 0.94 s/co, repeat result = 0.96 s/co, rpr = negative, tppa result = positive, and mindray result = > 1 s/co (>1 indicating reactive) no impact to patient management was reported.